Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; aneurysm sac growth and secondary reline procedure. Additionally there was evidence to reasonably support the following observation; main body stent cage dilation, and endoleak type ii from the lumbar. The reported endoleak type iiia was refuted, rather there were evidence to support an endoleak type iiib. The most likely cause of the compromised stent graft integrity (breached and stretched) of the main body stent was the slight lateral movement that resulted in stress upon fabric at the level of the inferior stent margin of the cuff. There was also a 26% dilation of the main body stent at the overlap region. The procedure-related harm included a type ii endoleak from the distal lumbar artery. The patient was discharged in stable condition on the first post-operative day. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was implanted with a bifurcated and an infrarenal stent on (B)(6) 2014. During a routine follow up and CT, it was noted that the patient had an endoleak type 3a. The physician relined the patient with a main body and final angiogram confirmed that the leak was resolved. The patient was reported to have tolderated the procedure well and was sent home the following day.